Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU. During removal of the swg from the pt's femoral artery, the user found that the swg had unraveled. As a result, the swg was removed and replaced to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.